Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2025, awareness date 25-oct-205). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. After having essure placed she began having very heavy periods, painful intercourse, rashes all over her body, tasted metal, was nauseated all the time and often vomited, weight gain, had extreme joint pain and fatigue, bloating, constipation, and many other issues. She was a very healthy person prior to essure. Doctors could not find a reason for her symptoms. After exploratory surgery, hormone therapy, and countless tests, she was diagnosed with adenomyosis. She had to have a hysterectomy at the age of (B)(6). The pathology report revealed an essure coil was imbedded in her uterus. Within days of the hysterectomy, most of her symptoms went away. While she was glad to have a reason for my issues (most doctors were convinced it was psychological) she was sad to have a hysterectomy at the age of (B)(6). She got essure because she was told it was a natural way to close her tubes and avoid hormonal birth control. She lived with too many years of pain for something that was supposed to be safe and effective. The risks were not clearly identified at the time of insert. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2008. She had to have a hysterectomy and essure coil was found imbedded in her uterus. Within days of the hysterectomy, most of her symptoms went away. Device embedment is considered serious due to medical importance and listed in the reference safety information for essure. Given the compatible temporal relationship, event nature and product profile, causality cannot be excluded. Since an intervention was performed; this case is regarded as incident. Based on available information no product quality defect was confirmed and a relationship between the reported medical events and quality deficit is excluded. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs